Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  In response to FDA report number mw5089727. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to " swollen lymph nodes." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "painful due to swelling, breast swelled and over time returned to normal, swollen joints, rashes on breasts, trunk, and arm pits, very dry skin, swollen lymph nodes at base of tongue, swollen lymph nodes." Patient additionally reported "headaches, itching upper body, uti, heart palpitations, renal pain, muscle aches, joint pain, neck pain, fatigue, non-specific autoimmune issue, worsening asthma, bronchiectasis, vascular pattern appeared on legs, bloating, diarrhea, yellow stool, lung problems, vocal cord dysfunction, bluish sclera, anxiety, strong emotions, vertigo, metallic taste on tongue, sinus-allergy type issue, brain fog;" these events are not related to the device. Device has been explanted.